Event description:
A copy of a voluntary medwatch #1041316 was received with the following information: sudden death, coronary stent, coronary infarct: collapsed on golf course, turning blue. Immediate efforts at CPR (cardiopulmonary resuscitation) followed by 17 minutes later emt (emergency medical technicians) removal to the hosp. Essentially doa (dead on arrival). The patient had a single cypher 2.5 x 8 mm stent placed in his left anterior descending (lad) coronary artery for an acute anterior myocardial infarction (ami).

Manufacturer narrative:
Additional patient information obtained. The family member thinks the patient was still taking plavix and was smoking the day of the incident. No other symptoms were reported to be associated with the event. The family member believes that the cause of death may have been a thrombotic event. No autopsy was performed. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.